Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during an unrelated procedure, the right atrial lead insulation was observed to be "bunching up" towards the pin and "the serial number appears to be coming out of insulation". The lead remains in use. No patient complications have been reported as a result of this event.